Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The reported failure was confirmed and reproduced.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the integrated electrosurgical unit (iesu) had error c-34 when applying monopolar energy. The site changed out the instrument, instrument energy cable and the ground pad with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended power cycling the iesu; however, the error was still present. The tse recommended using a backup force triad generator or using another vision side cart (vsc). The site connected the external ft10 generator via the activation cable and the surgeon was able to apply energy. The procedure was completing as planned with no reported injury.